Event description:
The customer tested her blood glucose and received a high reading of 448 mg/dl. She performed control tests while troubleshooting and received a result of 521 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.